Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded an out of range shock impedance measurement. The patient's clinic was made aware of the issue. No adverse patient effects were reported.

Event description:
Additional information was provided that the patient had fallen multiple times in the recent past. A device check was performed and measurements were in acceptable range by report. It was noted that the device counters and histograms were reset and the patient will continue on a normal follow-up schedule. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received that the device was later explanted and replaced four years later for reported normal battery depletion.

Manufacturer narrative:
--